Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no harm to the patient or intervention reported in the initial report. Additional information was requested, but none was provided. A dialyzer has not been returned for analysis.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. There was no harm to the patient or intervention reported in the initial report. Additional information was requested, but none was provided. A dialyzer has not been returned for analysis.

Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A sample product was not returned for investigation. As no lot number was provided by the complainant, an sap delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes